Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to low blood glucose. The customer states they passed out cause of low blood glucose levels. Blood glucose at the time of the admission was 43mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer states they have contacted there health care provider. The insulin pump will not be returned for analysis.